Manufacturer narrative:
The device was received for evaluation. During functional testing, "device is alarming system error 345." Was not reproduced. A review of the event history log revealed multiple occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the upper thermistor out of specification. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.